Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 29-mar-2013 from a physician database extraction regarding a 81 years old male patient, initials unknown with osteoarthritis (grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the first course in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2005, the patient received second and third synvisc injection in the right knee (device misuse). On (B)(6) 2005, 07 days later, the patient experienced synovitis in the right knee that recovered within 24 hours. It was reported that the patient was treated with intramuscular betamethasone for the event of synovitis. On (B)(6) 2006, the patient underwent arthroscopic debridement and lateral meniscectomy of the right knee. The action taken with synvisc was not provided. The outcome for the events of device misuse and arthroscopic debridement and lateral meniscectomy was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was mild and was not provided for the events of arthroscopic debridement, device misuse and lateral meniscectomy. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related; unrelated with arthroscopic debridement and lateral meniscectomy and did not provide the relationship with the event for device misuse. The qa (quality assurance) investigation results were received on 03-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on 10-apr-2013 and the patient initials were reported as (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.